Manufacturer narrative:
The field service engineer (fse) replaced the data acquisition to motor controller cable per (B)(4) to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Contacted customer regarding alarm and patient information.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. It is unknown if the unit was in use on patient or if there's any patient harm reported.